Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced insufficient blood flow through the device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: underfill of 2.0ml naf glucose tubes. Venepuncture performed using flash back needle customer report " 3 tubes in a row on the same patient, collector found on the 4th if she pushed on the back end of the tube harder forcing it further down on the double ended needle and sheath it filled".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-jun-2022. H6: investigation summary; bd received 2 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced insufficient blood flow through the device. This event occurred three times. The following information was provided by the initial reporter. The customer stated: underfill of 2.0ml naf glucose tubes. Venepuncture performed using flash back needle customer report " 3 tubes in a row on the same patient, collector found on the 4th if she pushed on the back end of the tube harder forcing it further down on the double ended needle and sheath it filled".